Event description:
It was reported that a patient was connected to a carescape r860 ventilator when it was alleged there was an air leak from the ventilator tube. Reportedly, the patient subsequently experienced hypoxia which necessitated medical treatment including surgery. The patient passed away, cause of death listed as multi organ failure. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a2, a3, a4, a5, and a6: no information provided to date. Block d4 serial number: not provided. Block g2 report source other: (B)(6). Block h4 date of device manufacture: unknown as no serial number provided. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. H3 other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Ge healthcare service was not requested or delivered. Based on information received from the customer, there was no evidence of a respirator malfunction. The ge healthcare device did not cause or contribute to this event.